Event description:
The reporter indicated the device diagnostics during an office visit, resulted in high impedance. This result indicates a possible lead break or pin insertion issue. The pt has experienced an increase in seizures. The reporter scheduled x-rays and revision surgery. The mfg rep attended the surgery. The x-rays were reviewed by the MFR. The rep stated "no gross lead break"." The pin area was not visible on the x-rays." During surgery, the rep performed the pre-operative diagnostics on the generator, resulting with high lead impedance. The reporter removed the pin and ran a generator test. The generator test resulted with ok. Then, the lead pin was re-inserted into the generator. The mfg rep performed three system diagnostics tests with lead impedance-ok. The reporter did not replace the generator. Since, the pin insertion resolved the high lead impedance issue.